Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an increase in pace impedances on the right ventricular (rv) lead. The impedances jumped from 700 ohms to 1465 ohms, but returned to stable values around 700 ohms. The impedances have not gone out of range. At this time, the products remain in service. No adverse patient effects were reported.